Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that occlusion messages were recorded in alarm history. During analysis, the reported issue was able to be duplicated. It was noted that the force was out of specification at 5 and 15lbs and the count was at zero and this was noted to be the cause of the reported issue. Service recalibrated the force and that cleared up the problem. Service also replaced the force sensor as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited occlusion error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.